Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a red open wound with some digging into their skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a powder and advised to temporarily remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.